Event description:
It was reported that the user administered long-acting insulin while continuing to use the ilet pump under healthcare provider guidance, acknowledging this is not the recommended use. Troubleshooting and education were completed, and there were no device alerts or alarms. No reported adverse clinical effects. Outcomes included no reported impact on health. Investigation included user education and troubleshooting review. Investigation of this case revealed no device malfunction detected and no component-related anomalies identified. It was concluded, based on previously established findings for similar reports, that the event was attributable to off-label use and user-related factors.